Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that output circuit damage and shorted output stage detection issue due to low, out of range, high voltage defibrillation impedance issue was observed on the rv lead. The high voltage lead impedance issue was during a high voltage shock which was noted as a true ventricular tachycardia episode. There were alerts for output issue for possible high voltage circuit damage issue and intermittent capture issue on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.